Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error during a bolus attempt. The customer stated that the alarms occurred 3 times in the past week. The blood glucose reading was 495 mg/dl. No significant events leading to the alarm were observed. The customer stated that she clipped the insulin pump on the shower curtain so the insulin pump was never in water. She also observed that the insulin pump had gone through the airport over a year and half ago, so there may have been exposure to a magnetic field. Advised discontinuation of the insulin pump. Nothing further reported.